Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record showed that the epoxy inspection system was challenged 16 times using 400 parts with zero failures recorded. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI#: (B)(4).

Event description:
When trying to withdraw medication from the vial, the 27 g bd¿ needle broke off. There was no report of injury or medical intervention.